Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 9231336 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200872529] noted that did not pertain to the complaint. There were two (2) notifications [200872129, 200872284] noted for cracked hubs.

Event description:
It was reported while using bd insulin syringe 3/10ml 29g x 8mm the hub separated from device. The following information was provided by the initial reporter: it was reported that needle hub separated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd insulin syringe 3/10ml 29g x 8mm the hub separated from device. The following information was provided by the initial reporter: it was reported that needle hub separated.